Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error during normal use. Customer's blood glucose was 13.2 mmol/l. The customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.